Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced high blood glucose levels on (B)(6) 2026 which was treated with insulin bolus and current blood glucose level is 200 mg/dl. No further information available.